Event description:
Manufacturer's rep reported the pt to be symptom free. Their hcp routinely performs an MRI to locate any presence of granulomas in his pts. This pt was found to have a 5mm granuloma at the tip of the catheter. He referred the pt to a neurosurgeon. A follow up report will be sent when additional info is received.